Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: are broken blade tip and device being returned for analysis? If not, were blade tip and device discarded?

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, near the end of the procedure, while creating the colpotomy, the relax pressure on blade error message appeared on the generator. Soon thereafter, the doctor noticed the active blade broke off near the hinge point of the clamp arm. He retrieved the broken piece and removed it along with the device from the patient. They were using a v-care uterine manipulator with a plastic cup as a cutting guide during the colpotomy creation. It appeared that there was only one broken piece from the blade and it was retrieved completely from the patient. Case completed the colpotomy/procedure with the enseal device which was already open and in use. There were no patient consequences reported.